Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer reported that an unspecified unit, serial number (B)(6) had malfunctioning brakes. Please find additional contact information below. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).